Manufacturer narrative:
The following fields were updated due to additional information: medical device lot #: 0055871; medical device expiration date: 2021-09-30; device manufacture date: 2020-02-24.

Event description:
The customer reported that while using bd bbl¿ gram crystal violet gram stains were difficult to read due to artifact. Erroneous results were reported as gram positive cocci with no growth on plates. Multiple attempts were made for additional information. It is unknown if course of treatment was changed due to the erroneous results.

Event description:
The customer reported that while using bd bbl¿ gram crystal violet gram stains were difficult to read due to artifact. Erroneous results were reported as gram positive cocci with no growth on plates. Multiple attempts were made for additional information. It is unknown if course of treatment was changed due to the erroneous results.

Manufacturer narrative:
H.6. Investigation summary: no returns were received. A retention sample from the complaint batch was evaluated along with a control batch of crystal violet. The solution appearance of retention sample was satisfactory and comparable to the control; all were deep purple solution with no visible precipitate. Slides of e. Coli atcc 25922 and s. Aureus atcc 25923 controls were evaluated and had satisfactory staining results for retention and control batches. Ten fields of each smear were examined in detail using oil immersion lens of a light microscope. No excessive precipitate, artifacts or bacterial contamination were seen. The retention sample was comparable to the control. Complaint not confirmed. The complaint investigation included a batch history review of the gram crystal violet. The batch history record review indicated no discrepancies. All release testing was satisfactory. Complaint trends were reviewed for a period covering 12 months. During that time there have been no confirmed complaints for this batch. H3 other text : see h.10.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
The customer reported that while using bd bbl¿ gram crystal violet gram stains were difficult to read due to artifact. Erroneous results were reported as gram positive cocci with no growth on plates. Multiple attempts were made for additional information. It is unknown if course of treatment was changed due to the erroneous results.